Event description:
When removing an enteral pvc feeding tube from the patient, it was noted that the distal section of tubing had stiffened and was difficult to bend as compared to the section of the tubing out of the neonate's body and as compared with a new unused feeding tube in the package. The clinical team also found an additional pvc tube removed later from another patient with this same stiffening characteristic. The clinician was concerned that any tube adjustments while still in the patients could cause harm by the lack of flexibility of the material. Both tubes sequestered and sent to biomedical engineering for reporting and delivery to the manufacturer. Manufacturer response for pvc feeding tube with enfit connector, neoconnect (per site reporter). Manufacturer distributor advised to have unit shipped to manufacturer for analysis.